Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the catheter tubing was coiled causing a severe spinal headache. A catheter modification took place on (B)(6) 2020. Details of the modifications were unknown at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved/recovered on (B)(6) 2020. It was noted that the event was updated to not related to the study procedure and the event has a causal relationship to the catheter. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving morphine 5 mg for a total dose of 0.30018 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 04-oct-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient reported a severe headache 10 times worse than a migraine. A computed tomography (CT) scan without contrast was performed on (B)(6) 2019 related to the spinal headache and there were no findings. A computed tomography (CT) scan without contrast was performed on (B)(6) 2019 related to the catheter displacement and it was found that the catheter tubing was coiled. Per the lumbar CT report, the catheter was displaced and coiled within a fluid collection in the subcutaneous space. The patient was prescribed fioricet. The adverse event term was spinal headache and catheter displacement. The outcome was not recovered/not resolved. The event date was (B)(6) 2019. The patient's weight was not collected. The etiology of the event (spinal headache) indicated the relationship of the event to the catheter, pump, myptm, drug, and systemic opioid weaning was not related and indicated the relationship of the event to the implant procedure was a causal relationship. The etiology of the event (catheter displacement) indicated the relationship of the event to the pump, myptm, drug, and systemic opioid weaning was not related and indicated the relationship of the event to the implant procedure and catheter was a causal relationship. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional via a clinical study reported the patient was treated with percocet and was pending catheter revision due to catheter moving. No further complications were reported/anticipated.